Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed a "gas loss" message 24 hours after therapy began. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. Upon inspecting the unit, the fse checked the compressor, inspected the internal ras pipes, and performed a pneumatic interface module (pim) test on the iabp unit. The pim test failed for the "leak diff prs" (12mmhg). To fix the issue, the fse replaced the safety disk, tidal disk, pim, and drive manifold. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed a "gas loss" message 24 hours after therapy began. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed a "gas loss" message 24 hours after therapy began. No patient harm, serious injury or adverse event was reported.